Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Event description:
It was reported that there was unexpected device longevity. The device had reached eri (elective replacement indicator) but the patient did not hear the alert tone. The patient came to the physician's office about five months later and the physician noted that the device was at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.